Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7081003. Model/catalog description: linear 3-4 lead 50 cm.

Event description:
It was reported that the spinal cord stimulator (scs) was not able to provide pain relief since implantation. The patient had multiple re-programming sessions and seemed to report good paresthesia coverage but had no pain relief and even had new pain and discomfort since the implant. The patient underwent a procedure where the scs system was removed. Post operatively, the patient had fully recovered.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7081003. Model/catalog description: linear 3-4 lead 50 cm. The ipg was received for analysis and exhibited normal characteristics and passed all tests performed. Visual inspection revealed that the lead body was cleanly cut into two pieces. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulator (scs) was not able to provide pain relief since implantation. The patient had multiple re-programming sessions and seemed to report good paresthesia coverage but had no pain relief and even had new pain and discomfort since the implant. The patient underwent a procedure where the scs system was removed. Post operatively, the patient had fully recovered.